Event description:
It was reported that premature battery depletion was observed. The patient is not pacemaker-dependent. The device remains implanted. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.